Event description:
It was reported that during interrogation, the device would display an error and the programmer would crash. A power on reset was suspected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that during interrogation, the device would display an error and the programmer would crash. A power on reset was suspected. The device remains in use. No patient complications have been reported as a result of this event. It was later reported that the during interrogation, the device could not be interrogated. The device was removed.

Event description:
It was reported that during interrogation, the device would display an error and the programmer would crash. A power on reset was suspected. The device remains in use. No patient complications have been reported as a result of this event. It was later reported that the during interrogation, the device could not be interrogated. The device was removed. It was later reported that the during interrogation, it was impossible to establish communication with the device. The device was removed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.